Event description:
It was additionally reported that when the scope was removed from the mouth, the cover was not on the end. The nurse anesthetist was instructed to hold off on extubating the patient while the staff attempted to locate the cover outside of the patient. The cover was not found. The physician returned and reinserted a scope into the patients mouth and saw the tip of the cover at the back of the throat. The physician was unable to retrieve it as they kept losing sight of the tip. The physician removed the scope and used a forceps to remove the cover. It was stated that the patient had a smaller mouth and neck rotation was limited as the patient was prone for the procedure. There was no apparent injury due to the removal, but the patient was extubated for an extra 15 - 20 minutes. It was stated that the cover was checked prior to the procedure to ensure it was on properly. It was unable to be removed by pulling on it. The cover was disposed of.

Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Event description:
An olympus representative reported on behalf of the customer that while using the evis exera iii duodenovideoscope for endoscopic retrograde cholangiopancreatography, the single use distal cover fell off in the back of the patient's throat. It was stated that the distal tip was missing upon inspection of the scope after the procedure. The staff was able to retrieve the cover, but the method of retrieval was unknown. Additional information has been requested multiple times but not received. This event requires two reports: patient identifier (B)(6), for the scope . Patient identifier (B)(6), for the single use distal cover (this report).